Event description:
It was reported the programmer and programmer rf head need repair. The programmer was damaged. Follow-up information was received reporting the programmer fell off a table, and the screen was cracked. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the radiofrequency (rf) head functional uplink tested out of specification.